Event description:
It was reported that the end user found the hollister infyna chic intermittent urethral catheters to be uncomfortable. It was further reported that the end user experienced a little bleeding and currently has a uti.

Manufacturer narrative:
Trend analysis conducted and no adverse trends observed. Device history review and sterilization records review could not be conducted due to lack of lot number. Sample not returned so sample evaluation not possible. The root cause of the reported uti could not be determined. Only the di of the UDI information is known due to lack of lot number information.